Event description:
It was reported that, "during a case, the metal knob broke off allegedly due to continuous nail impact over time."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.